Event description:
It was reported that bd syringe 50ml ll had missing scale marking. The following information was provided by the initial reporter: "we have a syringe of lot 2009086 without graduation."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: two samples received for investigation, upon visual inspection of the samples received it can be seen no scale has been printed in the barrel of the syringes. A device history review was performed and found no non-conformances associated with this issue during the production of lot 2009086, all product was manufactured according to specification. Possible root cause, due to a failure in the trigger that guides the barrel to be correctly positioned in the moment of scale transference in the marking machine. This failure caused a misalignment causing scale resulted compressed and not printed. H3 other text : see h.10.

Event description:
It was reported that bd syringe 50ml ll had missing scale marking. The following information was provided by the initial reporter: "we have a syringe of lot 2009086 without graduation".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a defaulta device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.